Event description:
It was reported that during a routine follow-up the lead measurements were not acceptable, suggesting a dislodgement. During the lead repositioning, the physician was unable to fix the lead so it was explanted.

Manufacturer narrative:
Na